Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device had two years remaining however, the device showed three months remaining after several months. A request was made to have data from this device analyzed. Data analysis confirmed the device was depleting in a manner consistent with low voltage capacitors advisory. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device had two years remaining however, the device showed three months remaining after several months. A request was made to have data from this device analyzed. Data analysis confirmed the device was depleting in a manner consistent with low voltage capacitors advisory. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.